Event description:
According to the reporter, during thoracoscopy with lobectomy (left) procedure while being applied to the bronchus, there were malformed staples and staple line was not straight. There were staples in the central and distal rows and malformed staples that remained on cartridge and anvil after firing was completed.there were staples that did not fire in the innermost and outermost rows because they did not make contact with the anvil. It passed a leak test so there was nothing done to correct the issue. All other reloads fired correctly, without complication. No patient injury has been noted. There was no harm to the patient.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of two images and one device. Visual inspection of the cartridge revealed that the reload was fully fired with ten staples stuck in the cartridge. Seven of the staples were fully formed, three were malformed. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.